Event description:
Additional information later reported the patient wondered what would happen if he let his pump run out of drug and also expressed wishes to have his pump removed. The patient stated the reason was because he had so many questions and the ¿answers were absurd¿. The patient also stated that they no longer felt like the medication was being delivered and was getting no pain relief for the last 8 months. The patient was only getting pain relief from oral medications. The patient¿s managing hcp recommended a sonogram but the patient was contacted by the hcp¿s office and was told ¿there was nothing billable¿ for a sonogram.

Event description:
The patient reported a change in therapy effect with severe pain in his hamstrings. Patient stated he fell because he did not have any feeling in his left leg. Caller stated he experienced numbness and tingling in the leg. Caller reported he has fallen down multiple times and cannot walk. The patient was in severe pain and was concerned that his doctors thought he was abusing medications. Patient was further concerned that he may have an inflammatory mass as he was reading about this condition. Caller reported that a cat scan had been scheduled but he did not make it to the appointment as he was unable to drive. The cat scan was rescheduled. Patient was considering going to the emergency room due to his pain. Caller stated there were no alarms as they were turned off. The pump was delivering morphine and bupivacaine. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information: it was reported that a cat scan was done last week and it was discovered that patient had bulging discs in his back. Patient was in a lot of pain. Patient was dissatisfied with their healthcare provider (hcp). On (B)(4) 2012 it was reported that patient had little to no relief. He had a cortisone shot last week and 'now worse than before'. Patient was being managed by a pain management centre, and was seen by a different doctor each time. Patient felt he would get better relief taking oral medications. The hcp had informed the patient that it was up to him to find a physician to take the pump out. It was indicated that per the hcp if they increase the dosage it would be too much; it was stated that the dosage was increased just once in 12 years.

Manufacturer narrative:
Catheter model # 8731, serial # (B)(4), implanted: (B)(6) 2005, explanted: unk.

Event description:
Additional information: it was initially reported the patient¿s ¿pain level was so high¿ and he was questioning why he even had the pump, ¿nothing is really done with it.¿ it was reported ¿it was increased one time, maybe two times since he had it.¿ it was also reported the patient was having ¿constant, constant pain.¿ he could not sleep, ¿he had not slept in nights.¿

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient never had therapeutic effect. The patient had an appointment with pain management on (B)(6) 2014 and the patient was sent to another hcp. The patient was told that this hcp was going to increase the pump. The patient spent two hours there and did not get the pump increased. A dye study was scheduled for (B)(6) 2014 to make sure the medication was going where it should be going, but was cancelled due to financial issues. The patient wanted the pump increased because it was not helping. It was noted that this could be done, but the hcp stated that the patient couldn't drive if he got to that point. It was believed that the pump hadn't been working like it should have since 2009. It was helping some, but not what was expected. This problem has been since implant. Some days the patient could barely walk because of his upper leg and back. It was believed that the patient could die if the morphine was going elsewhere in the body. The patient's diaphragm could have punctured or fractured. The reporter was not sure if that had happened, but found it online, as well as in the literature for a warning, which explained how to position the needle. The device system was used to deliver morphine.

Manufacturer narrative:
(B)(4).